Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and microscopic inspection identified that the septum was inverted in the y-site. The cause of the inverted septum was a machine issue during manufacturing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of an interlink extension set collapsed after the ¿IV macro tubing activated (the) distal port.¿ this occurred during infusion of tpa (clot busting medication) and while the user was trying to withdraw a bolus of tpa from the distal port. The user was then able to extract 15ml of tpa from the tubing, and the patient received this dose which the reporter described as an ¿adequate dose¿. The reporter stated that an infusion pump was used with the setup but was not activated when this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.